Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000116985."

Event description:
Related manufacturer reference number: 3006705815-2023-04667. It was reported that the patient was experiencing discomfort at the pocket site. Surgical intervention took place on (B)(6) 2023 where the ipg was repositioned, and during the surgery a lead was cut, and was replaced to address the issue. Therapy was restored. Investigation was unable to determine which of the leads attributed to the event.